Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements out of range. Technical services (rts) reviewed and provided troubleshooting options. Subsequently, additional information was received from the field stating this patient had their ICD deactivated and a lead extraction was scheduled. It was also noted that the patient is currently on a life vest. No additional adverse patient effects were reported.